Event description:
Device malfunction: failure to deploy-thumb advancer time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a mildly calcified femoral artery after an unspecified procedure. Reportedly, during thumb advancer/exchange sheath splitting, "the sheath splitter was outside the sheath." An attempt "to push the sheath splitter back into the sheath" was unsuccessful. The device was removed and manual compression was applied to achieve hemostasis. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.